Manufacturer narrative:
The customer later confirmed the reported odor was confirmed to be coming from a non-asp unit and not from the sterrad® nx as originally reported. This complaint is deemed not reportable.

Event description:
A customer reported an event of a "burnt smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.